Manufacturer narrative:
The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported right side "I put recall prostheses and after putting them on I had contracture, generalized anxiety disorder, gastritis, chronic pain. Cyst and fluid accumulation in the breast." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "I put recall prostheses and after putting them on I had contracture, generalized anxiety disorder, gastritis, chronic pain. Cyst and fluid accumulation in the breast." Device remains implanted.